Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed droplets of fluid inside a bag that contained the sample; which suggested a leak may have occurred. The photo also showed a non-baxter product (blue luer cap) was used to close the distal luer of the sample. Baxter's blue winged luer cap was not used. The reported condition was verified. The cause of the condition could not be determined; however, using a non-baxter luer cap may have potentially caused the leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device was filled with 5000mg of fluorouracil in 240ml of an unspecified solution. This issues was identified during an unknown process step prior to patient use. There was no patient involvement. No additional information is available.